Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, prior to ports placement, the customer reported to technical service engineer (tse) that during the system setup to report that they were encountering a non-recoverable fault 32056. Tse viewed the system event logs and confirmed the error 32056 pointing the universal surgical manipulator (usm) 2. Tse asked to perform a hard power cycle + emergency power off; however, the errors persisted. Tse advised disabling usm arm 2 and perform the surgery with 3 arms. The surgeon was unable to proceed with 3 arms and decided to postpone. The procedure was aborted with no patient involvement with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿32056¿ error was trigger indicating fault on the ¿0x1¿ axis, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where yaw direction test was found to be failing on the ¿0x1¿ axis. Once testing was completed, the yaw searchlight was further inspected and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight assembly was found to be the root cause of the reported event.